Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01575. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent transvaginal mesh resection on (B)(6) 2013 due to posterior compartment mesh contracture and dyspareunia. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat rectocele and cystocele. It was reported that following insertion the patient experienced vaginal and pelvic pain, urinary/bowel problems, difficulty during sex, incontinence and odor. It was reported that patient underwent repaired rectocele and mesh excision on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced dyspareunia.